Event description:
The customer reported that the system was unable to perform fluoroscopy when the c-arm was moved. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage cable assembly. The system operates as intended.